Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient states that his inflatable penile prosthesis (ipp) is not working. The pump is staying flat. Boston scientific has been unable to obtain additional information, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump malfunction cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient states that his inflatable penile prosthesis (ipp) is not working. The patient claims that his device was not replaced in the previous revision surgery and it is still not working. As of (B)(6) 2020,the device worked about 1 out of 7 to 8 times, but on (B)(6) 2020 it has not worked at all. When the patient presses the pump, the bulb becomes and stays flat until the release button is pressed. The patient claims that he called his doctor for questions but he would not see him unless it was an emergency.